Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date, the patient began treatment with injection fortum (1g, frequency, route and duration not reported) and injection reflin (1g, frequency, route and duration not reported) for the peritonitis. At the time of this report, the patient was recovering from this peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.